Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. It was reported that at 17:38, the suture was used to suture the skin of perineal wound. During the suture process, the suture broke automatically. A new suture was replaced to complete the operation. No adverse patient consequences were reported. Additional information was requested